Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, visual analysis revealed that the complete lead was returned and there were setscrew marks noted on all terminal connectors. The trilumen insulation had an abrasion 31 centimeters from the is-1 pin. Electrical continuity testing was performed with manipulation on all conductive pathways. This lead was found to be electrically continuous. The trilumen insulation abrasion was further analyzed and the rate/sense negative coil and distal high voltage conductors were exposed, the proximal cable appeared to be intact and no conductors exposed. Analysis revealed insulation damage and conductor exposure, however, all conductive paths show continuous indicating that no fracture had occurred. Due to location and type of damage it was determined that it was most likely due to clavicle first/rib entrapment.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited noise which result in inappropriate shocks along with increased pacing thresholds and changes in pacing impedance measurements. It was determined that the lead was fractured. The patient underwent a revision procedure and this product was explanted and replaced. No adverse patient effects were reported.